Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 625mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. Reviewed the alarm history and found several low reservoir alarms. It was stated that the customer did not change the infusion set to resolve the issue. Ran a fixed prime and high pressure test and they passed. It was stated that the insulin pump had incorrect time and date. The customer's most recent glucose reading was 355mg/dl, and she has treated with an insulin drip. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.